Event description:
It was reported that an ilet user traveling out of town experienced hyperglycemia with a fingerstick blood glucose of 540 mg/dl after the device battery depleted due to a forgotten charger; the user subsequently obtained a wireless charger, recharged the device, performed a supply change, and glucose trended down to 261 mg/dl with normal device function observed thereafter. Investigation included technical review by customer care through troubleshooting and user education. Further investigation of this case revealed user error related to loss of power and absence of backup therapy, with no evidence of device malfunction or supply defect. Symptoms included elevated blood glucose. Outcomes included no hospitalization and continued use of the device with monitoring and meal announcements as instructed. It was concluded that, based on previously established findings for similar reports, the event was consistent with hyperglycemia of unclear cause in the setting of depleted battery and lapse in therapy continuity, and the device operated as expected once powered and supplies were refreshed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.